Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4) .

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer's blood glucose declined to 44 mg/dl, causing them to be hospitalized on (B)(6) 2015. Customer stated the cause of their low was from too much walking. The customer's current blood glucose was 392 mg/dl. Customer treated their blood glucose with a 3.5 unit bolus. Customer also reported they have been experiencing low blood glucose for the past year. Troubleshooting found the insulin pump passed a displacement test. The customer declined to return the insulin pump for analysis.